Event description:
It was reported the coil fractured resulting in thrombosis inside of the patient. A 5mm x 15cm embold? Fibered coil was selected for use in an embolization procedure to treat a gastrointestinal (gi) bleed. The target location was the mid to proximal gastroduodenal artery. The vessel was 5mm and mildly tortuous. Intermittent flushing was performed. After successfully placing embold? Coils, an attempt was made to place this last 5mm x 15cm embold? Fibered coil. Upon placing but before detaching, the coil was repositioned, and some resistance was noted when it was noticed that the coil stretched from the gastroduodenal artery (gda) into the proper, common hepatic artery where a thrombosis was forming. After the coil stretched, the delivery wire was pulled without releasing the couplers, and the coil fractured. The coil broke in two pieces; the coil appeared to have broken just on the coil side of the couplers. A non-boston scientific stent was placed to trap the fractured portion of the coil to the vessel wall, but the patient continued to develop thrombus in the celiac and splenic artery. Attempts were made to snare the coil fragment, but the coil started to unravel from the gda into the common hepatic, so two additional stents were placed in the common hepatic. Additionally, a non-boston scientific coil was placed proximally to complete the procedure. The patient was in stable condition following the procedure and discharged. The patient returned for a second visit for additional thrombus removal and intervention.

Manufacturer narrative:
Device evaluation by manufacturer: the returned device consisted of an embold fibered delivery system without the coil. The device was examined visually and microscopically to reveal bent couplers, and the distal coupler broken from the coil. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported the coil fractured resulting in thrombosis inside of the patient. A 5mm x 15cm embold? Fibered coil was selected for use in an embolization procedure to treat a gastrointestinal (gi) bleed. The target location was the mid to proximal gastroduodenal artery. The vessel was 5mm and mildly tortuous. Intermittent flushing was performed. After successfully placing embold? Coils, an attempt was made to place this last 5mm x 15cm embold? Fibered coil. Upon placing but before detaching, the coil was repositioned, and some resistance was noted when it was noticed that the coil stretched from the gastroduodenal artery (gda) into the proper, common hepatic artery where a thrombosis was forming. After the coil stretched, the delivery wire was pulled without releasing the couplers, and the coil fractured. The coil broke in two pieces; the coil appeared to have broken just on the coil side of the couplers. A non-boston scientific stent was placed to trap the fractured portion of the coil to the vessel wall, but the patient continued to develop thrombus in the celiac and splenic artery. Attempts were made to snare the coil fragment, but the coil started to unravel from the gda into the common hepatic, so two additional stents were placed in the common hepatic. Additionally, a non-boston scientific coil was placed proximally to complete the procedure. The patient was in stable condition following the procedure and discharged. The patient returned for a second visit for additional thrombus removal and intervention.